Manufacturer narrative:
(B)(4). D10: cat# 110024463 lot# 492000 g7 dual mobility liner 42mm e. Cat# ep-200148 lot# 209230 act artic e1 hip brg 28x42mm. G2: foreign ¿ australi.a the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two and a half years post-implantation with a competitor stem and head, the patient underwent a left hip revision due to infection and loosening of the cup. Spacers were implanted. It was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. Visual examination of the provided picture identified an explanted shell with three screws. The devices were covered in bio-debris. No further evaluation could be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review of the available records identified the following: screw fixation of an acetabular cup which is vertically oriented and loose in appearance. Radiolucency also seen along the proximal femoral component. A definitive root cause cannot be determined for the cup loosening. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. Loosening/migration is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.